Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse professional reported that during the delivery of an intraocular lens (iol) in middle of implant procedure, trailing haptics snapped while it is being pushed off the injector. Additional information has been requested.